Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarms, caused by a damaged lower hook switch and upper link switch. The upper and lower auxiliary assemblies were replaced.